Event description:
While inspecting a returned olympus evis exera ii gastrointestinal videoscope loaner device, it was discovered that the unit had undergone insufficient reprocessing, as foreign material was found in the air/water tube and cylinder. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the subject device had been insufficiently reprocessed as foreign material was found in the air/water tube and cylinder. The subject device had other signs of wear and tear noted throughout the unit. Those include but are not limited to discoloration, adhesive failure, and material deformation. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.